Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex c - investigation findings updated to c-19 - no device problem found annex d - investigation findings updated to d-14 - no problem detected

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer observed that the monopolar energy was not working on the integrated electrosurgical unit (iesu) or erbe. The customer contacted the technical service engineer (tse) for phone assistance. Tse reviewed the logs and found errors 25913, m-11, m-18, and c-34 on the erbe. The reported complaint remained after the customer used another instrument energy cable. The customer was asked if there was anything near that could cause emi interference such as a CT, MRI, etc. And the customer stated that there was not. Tse noted that the foot pedal could possibly be causing the reported event, and the customer was asked to turn off the erbe, disconnect the foot pedals, but the customer declined. The customer elected to connect the external electrical surgical unit (forcetriad). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error m-11. The system was tested and verified as ready for use. The erbe was returned for failure analysis, and the reported failure (m-11/c-30 errors on monopolar coag activation) was confirmed and reproduced.